Event description:
A malfunction alarm was reported, identified by the code "malf 9," but no notable events occurred prior to the malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was advised to continue using the pump and to contact technical support if the malfunction code reappears.